Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to procedural conditions. The reported poor image resolution and slda appear to be related to a combination of patient anatomy and procedural conditions. The reported damage posterior leaflet (tissue injury) appears to be due to multiple grasping attempts. The worsening mitral regurgitation (mr) appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet tear and the clip detaching from the posterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3. Image quality was extremely poor during the procedure, and the posterior leaflet and anulus was calcified and the free length of the posterior leaflet was about 5-7 mm long. A ntw clip (20209r193) grasped the valve, reducing mr to grade 1, but once the clip was deployed the mr increased to grade 2. Subsequently the physician decided to implant a second clip to further reduce the mr. A nt clip (20124r195) was attempted to be placed lateral to first clip. However, the first grasp did not reduce the mr enough so it was re-positioned. After several grasps were performed the mr began to worsen. It was thought damage to the posterior leaflet occurred. The clip was eventually placed successfully with a slight mr reduction, but once deployed the clip detached from the posterior leaflet and mr increased to grade 4. A third clip was prepared and inserted into the anatomy to stabilize the single leaflet device attachment (slda), but it was decided to not to attempt to place another mitraclip. The third clip was removed from the patient and the patient was transferred to heart surgery. No additional information was provided.